Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega needle driver instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega needle driver instrument, but failure analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a wire was broken on the mega needle driver instrument. The procedure was completed and there was no reported known impact or patient consequence was reported. There was a procedure delay less than 15 minutes. Isi completed follow-up with the initial reporter and obtained the following information: the instrument issue occurred during a myomectomy procedure, and it was confirmed there were issues to opening/closing the grips. The operating room staff confirmed there was a visible cable protruding approximately 1 cm that controlled opening/closing of the jaws. The instrument was inspected prior to use and there was no damage noted upon use. There were also no instrument collisions.